Manufacturer narrative:
Sample from the patient was requested for further investigation. This event occurred in (B)(6).

Event description:
The initial reporter received questionable troponin t hs elecsys results for one patient from cobas e 801 module serial number (B)(4). The initial result was 323, the repeat result was 322. The troponin t hs stat result was 207. The unit of measure was requested but was not provided. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
As no sample material from the patient could be provided, further investigation was not possible. The investigation did not identify a product problem. The cause of the event could not be determined.